Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.

Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(6) alleging missing test strips from the one touch verio test strips vial. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed missing test strips from the one touch verio test strips vial. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.